Event description:
The rptr states, that he obtained the following blood glucose comparison results on the accu-chek advantage sys: 175 mg/dl and 56 mg/dl; 56 mg/dl and 193 mg/dl; 56mg/dl and 211 mg/dl. All aforementioned tests were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.